Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model#:1650 / catalog#:1650 / expiration date: 31-mar-2024 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 02-mar-2023, h5: no, d1: heartware ventricular assist system ¿ battery d4: model#:1650 / catalog#:1650 / expiration date: 31-mar-2024/ serial#: (B)(6), d9: no, h3: no, h4: mfg date: 02-mar-2023, h5: no, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced an event involving the controller and two (2) batteries, in which the patient reported that the vad had stopped. Auto logs confirmed a power loss with suspicion of switching between two batteries. The patient was admitted for further evaluation following the episode. A visual inspection of the battery¿s connections was carried out and no damage was found. Later that same day, the controller was exchange.